Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high mg/ dl due to needing settings adjustments. High bg was addressed by consuming hot chocolate and pancakes; contact stated she will give more insulin via the pump. No additional patient or event information was available.